Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician experienced difficulty inserting the right atrial lead into the device header. The lead was inserted and secured into the device header. The patient was fine post-procedure.